Event description:
Blisters down back of throat [oropharyngeal blistering]. Blisters on tongue [tongue blistering]. Painful throat\sore throat [throat pain]. Painful tongue\sore tongue [tongue pain]. Nonspecific reaction [nonspecific reaction]. Case description: this case was reported by a consumer and described the occurrence of oropharyngeal blistering in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number (B)(4), expiry date 31st january 2017) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced oropharyngeal blistering (serious criteria gsk medically significant), tongue blistering, throat pain, tongue pain and nonspecific reaction. Biotene mouth spray (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the oropharyngeal blistering, tongue blistering, throat pain, tongue pain and nonspecific reaction were not recovered/not resolved. It was unknown if the reporter considered the oropharyngeal blistering, tongue blistering, throat pain, tongue pain and nonspecific reaction to be related to biotene mouth spray (savannah). Additional information, the adverse event was reported on (B)(6) 2015. The consumer reported nonspecific reaction, tongue blistering, blister of throat which she further described as blisters down the back of her throat. She also reported sore tongue, sore throat, tongue pain and throat pain which she described as painful. The consumer reported that she was not sure if the symptoms were caused by biotene as she was on a lot of medications. She also said that she stopped use of the product 2 weeks prior to the report date ((B)(6) 2015) and was still experiencing symptoms. The patient was using eight unknown medication. Consumer was also using bilobe (unk spelling) as a concomitant medication.